Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of capture. The lead was checked and the pulse generator was reconnected to the lead, still with no capture. The device was disconnected and checked again, but to no avail. Subsequently, the pulse generator was replaced.